Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient was admitted for a syncopal episode. It was noted that the patient's electrophysiologist suggested making some programming changes, to this cardiac resynchronization therapy defibrillator (crt-d). A field representative was paged to make the changes. No additional adverse patient effects were reported. Additional information was requested and no further information is known, as this time.